Event description:
A us distributor reported that a battery was unable to charge.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (not holding charge) was confirmed. As received, the battery had thermal damage the spring latch but no thermal damage on the inside the battery pack. However, there was a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery pack.